Event description:
Reporter alleged blood glucose measured 461 mg/dl at 7:48 pm back to back with a result of 190 mg/dl when testing was performed 1 minute later. No actions were taken or treatment was received reportedly as a result. Customer stated the day prior to the comparison felt low, however, did not test on the meter, but went to the hospital where was tested at 26 mg/dl on their meter. Customer indicated being treated with a glucose IV at that time and hospitalized overnight. A request was made for the return of the suspect device and replacement product was sent.